Event description:
It was reported that the device potentially caused lesions to the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device potentially caused lesions to the patient.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report is attached (see comm log), and indicates: problem summary: pression elevee. Service code: handle replacement (B)(4). Probable root cause: 1. Pressure sensor malfunction/out of calibration 2. Inflow cassette/ tubing pressure sensor membrane failure 3. Mis-inserted cassette/ tubing 4. Motor encoder malfunction/failure (inflow and/or outflow) 5. Roller wheel assembly (inflow and/or outflow) malfunction/failure 6. Roller wheel failure due to peristaltic tubing debris build-up 7. Main board (all) /imx failure (cf) 8. Software malfunction 9. Use error 10. System design 11. Unwanted movement of internal components/wiring 12. Pressure sensor is operated above linear pressure reading range (>450 mmhg for cf) (design) 13. Pump operated at least-favorable environmental conditions for extended period of time 14. Run screen does not adequately indicate overpressure situation 15. Miniwashmalfunction (cf) 16. Command not registered from hand control (all), footswitch (cf), sidne (fc, ap) or hermes (ap-hermes ready) 17. Excessive use of wash or turbo 18. Slow reaction time to a quickly closed off shaver outflow at high flow rates 19. Power failure of pump 20. Pressure sensor stuck behind the sensor bracket 21. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge 22. Insufficient cybersecurity (cf). The reported failure mode will be monitored for future reoccurrence.